Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues; gradual increase in impedance, high thresholds and potential non capture. It was also reported the right atrial (ra) lead had the following issues; high thresholds, gradual increase in impedance and a warning for high impedance. It was unknown if these issues were due to the leads or the implantable pulse generator(ipg). The leads and ipg remain in use and future intervention is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.